Event description:
It was reported that during a colon procedure the trocar was leaking but after the 5mm device was introduced into the trocar the leakage became worse. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.